Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with melena and symptomatic anemia. The patient was transfused six units of pack red blood cells (prbc). A full endoscopic evaluation was done without being able to identify the bleeding source, however blood was observed in the colonoscopy; and fresh blood was also observed in the distal duodenum, proximal jejunum, distal jejunum/proximal ileum. Patient was heparin bridged and anticoagulant dose was reduced. It was further reported that patient was re-hospitalized with melena and anemia, four units of prbc were transfused. Colonoscopy and two esophagogastroduodenoscopy¿s revealed blood throughout the colon. Small bowel endoscopy was deferred when patient developed bacteremia and hemoglobin stabilized, heparin bridge was complete prior to discharge. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's international normalized ratio (inr) was 2.3 and hemoglobin was 7.2 despite an inr goal of 2.0-2.5 and a lack of aspirin therapy.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Also for corrections to a2 to change the age from 68 to 69 years; b3 to change event date from (B)(6) 2018 to (B)(6) 2019; g3 to include user facility; h10 to include section f from the medwatch forms. F1 user facility f2 uf/importer report number: (B)(4), f3 user facility name/address cleveland clinic 9500 euclid ave cleveland, oh 44195, f4 contact person: (B)(6) ,f6 date user facility became aware of event: unknown, f7 type of report: initial, f8 date of this report: apr-2020, f9 approximate age of device: 7 months f10 event problem codes: n/a f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes, apr-2020 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 f1 user facility f2 uf/importer report number: (B)(4), f3 user facility name/address cleveland clinic 9500 euclid ave cleveland, oh 44195 f4 contact person: (B)(6) , f6 date user facility became aware of event: unknown, f7 type of report: initial f8 date of this report: apr-2020, f9 approximate age of device: 11 months, f10 event problem codes: n/a, f11 report sent to FDA: unknown, f12 location where event occurred: home, f13 report sent to manufacturer: yes, apr-2020, f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the vad; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.